Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that their front lower tooth is hitting the back of the top front tooth. When they bite down, it forces the lower tooth backwards and the tooth is loose.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.